Event description:
Presumed lens calcification has been observed off visual axis. The lens was originally implanted in 2000. The pt visual acuity as of 2003 was 20/25. The pt prognosis is excellent. The lens remains implanted.